Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the new patients and orders were not crossing. A technical support specialist (tss) accessed the server via and ran a downtime query, confirming that messages were current. After consulting with the customer for additional details, the tss attempted to locate samples using order and queries but was unsuccessful. The services were restarted, and it was observed that data began to build up. The tss monitored until the data cleared and verified that messages were current. A final check on station confirmed that the affected sample¿s patient and order were successfully crossing over. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new patients or medication orders were not crossed on all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.